Event description:
It was reported that a balloon break occurred. A 6.0mm x 20mm x 40cm 4french sterling balloon was selected for treatment. During use, the balloon reached the rated burst pressure. Instead of fissuring longitudinally, it fissured transversally and broke in two pieces. There were no patient complications reported.